Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was received as a back to stock with no customer complain. Upon triage on (B)(6) 2018 the service tech found that the unit had no alarm at startup.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿was received as a back to stock with no customer c omplain. Upon triage on (B)(6) 2018 the service tech found that the unit had no alarm at startup.¿ the unit was triaged and the reported condition was confirmed. The pump did not tone at start up. The root cause of the audio failure has been identified as corrosion on the u14 chip of the buzzer circuit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.